Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that the magnet was out of the insect. A field service engineer, replaced magnet to resolve the issue the system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system drawer has failed and would not recover. Customer stated that the malfunction occurred when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.